Event description:
Additional information: it was reported that the patient continued to take ancef until (B)(6) 2018 and switched to oral cefadroxil for long term suppression. The drainage was resolved. The patient was seen on (B)(6) 2019 for follow-up and was told to continue cefadroxil for suppression. No sign of infection was noted.

Manufacturer narrative:
The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device- 1 year, 4 months. Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas. The hm3 lvas IFU lists infection (driveline, local and pump pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding how to prevent infection. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for fluid overload and had a purulent drainage from his driveline for the past week. The patient was given vancomycin. Cultures showed (B)(6) for (B)(6) and the patient was given ancef instead of vancomycin. CT of the abdomen and pelvis showed positive for soft tissue induratio in the course of the lvad line and prominence of the rectus muscle that was not present before. The patient will be on IV ancef for 6 weeks and was discharged on (B)(6) 2018.